Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) -year old female patient underwent breast augmentation revision with mentor memorygel breast implant 300cc gel breast prosthesis. Rupture of the left breast prosthesis was determined by ultrasound. As a result, the patient underwent unilateral removal and replacement with mentor memorygel breast implant 275cc gel breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 7/11/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/8/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Device investigation summary: upon receipt to mentor, the device contained clear gel. Yellow material was observed on shell surface. During evaluation. Parallel lines of shell wear were observed on the anterior and extending to posterior aspect, suggesting in-vivo folding or creasing of the device. An area of siltex cracking was also observed on the posterior aspect. A rent (a) was observed within the siltex cracking, measuring approximately 0.2 cm. Another rent (b) was observed within a shell wear line on the posterior aspect. Complaint was confirmed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent, siltex cracking and crease lines occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The device history record ( DHR) of lot number l26248 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the yellow material observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).